Event description:
It was reported that the patient was experiencing convulsions, erratic behavior and border line non-cooperative. The patient was recently implanted. They were not sure when the patient started exhibiting these symptoms. The symptoms were mainly behavior related. Nothing was being reported as device issue. The patient was in an ambulance on the way to hospital; status was noted as serious. The patient was able to communicate with emt and answer questions asked of him. The emt checked right ins. Ins status was stim was on, battery ok, voltage set at 1.0 v. Unable to get left ins battery status. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-01275.

Manufacturer narrative:
Neurostimulator model # 37602 serial # (B)(4) implanted (B)(6) 2012 explanted unknown; lead model # 3389s-40 lot # v838904 implanted (B)(6) 2011 explanted unknown; lead model # 3389s-40 lot # v838904 (B)(6) 2012 explanted unknown; lead model # 3389s-40 lot # v838904 (B)(6) 2012 explanted unknown; extension model # 7482a66 lot # nhu184904v implanted (B)(6) 2012 explanted unknown.